Manufacturer narrative:
(B)(4). Attempts for additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device follow-up, shock impedance measurements on the right ventricular (rv) lead were greater than 200 ohms. All other parameters were acceptable. No shock testing or x-ray were performed. However, it was indicated a lead revision would likely be scheduled. No adverse patient effects were reported.